Event description:
Varian received notification that a b-130/rad-60 x-ray tube assembly had failed. During the first procedure of the morning, oil leaked from the x-ray tube onto the pt's skirt. There was no injury to the pt.